Manufacturer narrative:
The customer¿s report of a precedex bottle discovered empty sooner than expected was not confirmed. Analysis of the pcu event log shows that the pump module was programmed to infuse dexmedetomidine 400mcg/100ml at a rate of 2.95ml/hr with a vtbi of 90ml at 12:37 pm on (B)(6) 2015. At 1:02 pm, the device was channeled off, stopping the infusion. At 1:13 pm, the device alarmed for ¿flo stop open¿. The user then restored the previous programming and started the infusion. At 1:14 pm, the device alarmed for patient side occlusion. At 1:18 pm, the device was restarted. At 1:19 pm, the device alarmed for ¿flo stop open¿. And was subsequently restarted. At 1:21 pm, the device was channeled off and then removed. The volume recorded as having been infused during this period was 1.498ml. The root cause of the customer¿s report of a precedex bottle discovered empty sooner than expected was not identified. No device was returned for investigation.

Manufacturer narrative:
Concomitant medical products: central catheter; precedex bottle, therapy date: (B)(6) 2015. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a precedex infusion was started at 0.2mcg/kg/hr (3ml/hr) and approximately 24 minutes later, when it was noted that the patient's blood pressure had decreased, the bottle was discovered empty. The infusion was stopped, an IV fluid bolus was administered, and a levophed infusion was ordered and titrated between 1 and 5mcg/min for approximately 4.5 hours. Approximately 4 hours after the event, the patient began to rouse and was able to move extremities. The patient was monitored at the bedside for hypotension, bradycardia, and neurological status for the rest of the shift. Vital signs remained stable after the event and no permanent harm was reported.